Event description:
During a lobectomy procedure, the distal side of the mediastiric artery was completely stapled, whilst the proximal side was only half stapled. To stop bleeding, opened peri-cardium in order to have room enough to ligate it. This lengthened the surgery by one hour. Patient condition is ok.